Manufacturer narrative:
Medtronic received the following information from a journal article entitled; midterm aortic neck evolution after endosuture aneurysm repair: a single centre retrospective analysis ammollo rp, mauchien n, oliny a, bordet m, della schiava n, millon a. Ejves vasc forum. 2025 sep 8;64:146-153.  Doi: 10.1016/j.ejvsvf.2025.09.002 a2: median age a3a: majority sex date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ midterm aortic neck evolution after endosuture aneurysm repair: a single centre retrospective analysis¿  the time frame of this study was over a three year period. 23 patients were included. Endurant ii and endo anchors were implanted in the endovascular treatment of abdominal aortic aneurysms.  10 patients had hostile aortic necks. The median number of endo anchors deployed per procedure was seven among the patient population the following malfunctions occurred: ia endoleak no further information was provided pertaining to medtronic products.